Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual examination of the returned product and found it to exhibit signs of repeated use, (surface scratches) the tip of the drill feature has fractured off. Fractured piece was not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Fracture analysis showed the device fracture surface exhibited faint river line artifacts, suggesting an overload mode of failure. However, the observed faint artifacts did not provide clear evidence if the device fractured due to torsional or bending overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H6 : mechanical (g04) - drill product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the drill broke off. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with another device. Attempts have been made and all available information has been provided.